Event description:
The complainant stated that the head hi/low section of the bed is drifting down without pushing the down button.

Manufacturer narrative:
The technician isolated the issue to the valve solenoid. He replaced the valve solenoid to repair the bed.